Event description:
A report was received that the patient was experiencing discomfort at the ipg site whether stimulation was turned on or off. The patient underwent an explant procedure and was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm; model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.